Manufacturer narrative:
Additional manufacturer narrative - neither the device or additional information have been provided to manufacturer. Without the device or additional information the reported explant cannot be investigated and a root cause cannot be determined. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported via the implant patient registry that a bioprosthetic aortic valve implanted approximately four (4) years and four (4) months was explanted due to unknown reasons. No other details provided.